Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized several times in the past 2 weeks to a month due to high and low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer will call back once they have the hospital records. The customer stated they were not getting the full amount of basal rates. The customer left the tubing in a glass for 5 hours and there were no drops in the glass. The customer threatened to sue medtronic. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The insulin flow blocked alarm functioning properly. Insulin pump programmed with a basal rate of 2.0u/hr and monitored. All basal rates registered properly in the pump history summary noted. Product meets specification: yes.